Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that they experienced high blood glucose level of 495 mg/dl. The customer did not provide any symptoms regarding high blood glucose. Customer declined to troubleshooting for high blood glucose level. The drive support cap appears flush. Customer also mentioned that the insulin pump had motor error alarm. Customer rewound the insulin pump and again received motor error alarm. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed.